Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/01/2024, a sales representative reported via phone that an ar-2350 knotless tension tight button implant system had the button not cinch down and would not flip. The case was completed using an ar-3770sp hybrid knee fibertak anchor. The case was delayed 30 minutes. It is unknown if additional anesthesia was administered to the patient. This was discovered during an open biceps tenodesis procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error like from improper loading of the sutures. The surgical technique for this device outlines the following: insert the tension tight¿ button into the tunnel with the black line on the inserter facing up. Leave the inserter in the tunnel and unthread the button by turning counterclockwise on the knurled knob. Pull on the sutures to flip the button in the canal.